Event description:
It was later reported that there was something wrong with the ins and it literally made her heart ¿jump¿. Her device was so high that if should would turn it up just a hair it affected her heart and her heart would skip beats. She had no other choice than to have the ins explanted which was over a year ago.

Event description:
It was reported that the patient could not have device turned on because of severe pulsations in her heart. The patient had had device off because of this issue. The patient was directed by hcp to coordinate to meet with representative to try further adjustments, otherwise they will be explanting. Follow up reporting noted that the patient wanted the device out and did not want it reprogrammed. The patient was being explanted today (2012 (B)(6)). If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was upset because 'someone moved it up so high that it affected her heart rate.' The implantable neurostimulator (ins) was taken out and the patient wanted to get a new one. It was reported that 'they had to take out the ins so that the patient could get an MRI.' It was stated that that patient's leg was 'really numb' and it was thought that this was due to 'being stuck in bed.' No further information about this event was reported. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID 3776-60, lot#, serial# (B)(4), implanted: explanted; product typ lead product ID 37752, lot#, serial# (B)(4), implanted: explanted; product typ recharger product ID 37743, lot#, serial# (B)(4), implanted: explanted; product typ programmer, patient product ID 3708120, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID 3708120, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).